Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported balloon rupture was not confirmed; however, a hypotube separation was noted on the returned device. In this case, it is possible that the noted separation is what the account perceived as the reported rupture as the balloon would not hold pressure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported balloon rupture or noted hypotube separation could not be determined. Returned device analysis was unable to confirm the reported balloon rupture; however, a hypotube separation was confirmed. The hypotube was separated distally from the distal end of the strain relief. The separation ends at both segments were oval which can indicate the hypotube was kinked and then separated. In this case, it is possible that the device was inadvertently mishandled during preparation and/or advancement such that the hypotube became kinked and ultimately separated during manipulation of the device which likely gave the impression of a balloon rupture; however, a conclusive cause cannot be determined. Follow up was performed with the account regarding the noted separation and the account stated that since it has been so long, the doctor has forgotten the details of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: b5: describe event or problem updated correction: d4: lot number updated from 40419g1 to 40315g1

Event description:
It was reported that the procedure was performed to treat a lesion in the left circumflex (cx) with heavy stenosis, for a patient diagnosed with stemi. A non-abbott catheter and guidewire were advanced into the lesion with a 2.5x15mm trek balloon dilatation catheter (bdc) advanced for pre-dilatation; however, the balloon ruptured. The device was replaced with another balloon and the procedure was completed using two abbott stents (2.25x18mm, and 3.0x18mm). There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.